Event description:
A megagen USA, inc. Rescue internal solid abutment screw broke off inside the internal threaded portion of a corresponding megagen rescue dental implant -fixture- in-place in patient's #18 tooth location during insertion-torquing to the specified 45 ncm by the restoration general dentist (dmd). The patient's subject #18 tooth extraction and resultant bone graft and subsequent said implant placement had been performed over the course of the prior full year by a periodontist and implant surgeon (dds) in (B)(6) near the patient's (B)(6) home. The subject event occurred on a friday afternoon in (B)(6) near the patient's (B)(6) home. Upon event occurrence, the (B)(6) general dentist consulted the (B)(6) dds and attempted to locate-arrange local (B)(6) oral surgeon services; an appointment was arranged for the following monday on (B)(6) 2011. Seventy-two (72) hours lapsed without the subject implant healing cuff in place with resultant significant soft tissue closure. A 2.5 hour laser procedure by the (B)(6) oral surgeon (dma) to gain implant visibility and attempt to remove the subject event broken screw fragment failed to remove the screw fragment but did lower it further down into the implant fixture such that the healing cuff could be, and was, reinserted. It was decided through extensive consultation between the three involved dental doctors, megagen implant representatives and the patient to await the patient's return to his (B)(6) dds for further attempted event correction and final process procedures. These are scheduled to resume (B)(6) 2011. (B)(4).